Manufacturer narrative:
The ge representative ordered parts. When the parts arrive, the service representative will install them. No further info is available.

Event description:
The customer reported that parts needed to be replaced on the 9600 system. No pt injury was reported.